Manufacturer narrative:
Although requested, medical records and treatment information was not received. According to the home therapies registered nurse, the blood culture showed infection with staphylococcus aureus while the recalled product was recalled due to contamination with halomonas sp. The actual product involved is not available for evaluation. A retrospective record review did not identify any nonconformance reports and/or abnormalities during the production of the sap identified lot that could have caused or contributed to the reported event. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. The plant investigation revealed that lot 13kmlb005 was recalled on 04/10/2014 and lot 13lmb005 was recalled on 05/01/2014.

Manufacturer narrative:
The post market surveillance department has requested medical records and treatment data information regarding the reported event of sepsis/bacteremia and hospitalization. The patient was unable to provide lot numbers or product sample for evaluation. A CAPA was initiated to address this issue. A supplemental medwatch will be submitted upon completion of the investigation.

Event description:
A fresenius renal therapies group employee contacted the home hemodialysis patient because he had not yet returned his signed notification regarding the recalled product. During that interaction, the patient reported he used the recalled product one day and was not feeling well. He then used another bottle of the product and stated he was hospitalized and diagnosed with sepsis. He reported this occurred sometime in (B)(6) 2013. Follow up was performed with the patient's home therapies registered nurse (htrn). According to the htrn, the patient was hospitalized from (B)(6) 2013 with bactermia/septicemia. Culture result: (B)(6). There was no allegation by the health care provider that the product was the cause of the septicemia. After discharge from the hospital, the patient received five incenter hemodialysis treatments and has since changed back to home hemodialysis via another manufacturer's products.